Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2015 as part of the (B)(4) clinical study. This complaint is being reported based on the event of dyspnea requiring medication to treat (exact medication not reported). On (B)(6) 2015 the patient was admitted to the hospital as planned by the physician for the bt procedure. On (B)(6) 2015 the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lungs. No issues were noted with the device. The patient was discharged on (B)(6) 2015. The patient's hospitalization from (B)(6) 2015 was a planned hospitalization for the bt procedure. According to the complainant, on (B)(6) 2015 the patient experienced dyspnea and was treated with medication or regimen was adjusted, although the exact medication was not reported (no systemic corticosteroid was administered). On (B)(6) 2015 the dyspnea was resolved. Baseline spirometry values: visit date: (B)(6) 2015. Pre-bronchodilator: fev1: 1.71; fev1 %: 71; fvc: 3.10; fvc% predicted: 109.